Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® propaten® vascular graft instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: thrombosis, mechanical disruption or tearing of the suture line, graft, and / or host vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent a semi-emergency endovascular treatment using chimney technique for aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). As a concomitant procedure, two-debranch bypass using gore® propaten® vascular graft was performed. At the time of closure, poor blood pressure was observed in the right upper limb and right leg. Occlusions were confirmed by angiography. Blood pressure in the left and right brachial arteries was decreased, and a problem was identified at the bypass anastomosis of the right axillary artery. Dissection related to the bypass was observed. Anastomosis repair was performed. The physician stated the following: the anesthesiology department had pointed out a drop in upper limb blood pressure immediately after the bypass was performed.